Event description:
It was reported that the device reached recommended replacement time (rrt), however the longevity performance of the device was less than expected for the programmed settings and therapy use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed there was leakage in the integrated circuit.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).